Event description:
A nurse reported that the monitor went blank and when they rebooted the system, the gantry lowered by itself. There was no reported harm to the patient as the surgeon caught the gantry before it could make contact with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).